Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that amiodarone was continuously infusing and the "tubing dislodged spontaneously from the injection port." There is no report of harm or medical intervention.

Manufacturer narrative:
The customer¿s report of a tubing disconnection was confirmed. Only the lower/distal portion of the set was received including the distal smartsite port, tubing, and distal luer. Visual inspection showed the disconnection was at the engagement between the tubing and the top end of the distal smartsite port. Further inspection showed insufficient solvent at the engagement. The root cause of the tubing disconnection was identified as a manufacturing issue due to insufficient solvent being applied at a component engagement.